Event description:
It was reported that the portex tube had cracked subglottic ports in multiple tracheostomy devices, and it was identified after tracheostomy insertion. The port remained functional when pressure was applied to the nozzle with the thumb and forefinger during suctioning of the subglottic port. The event occurred in the device was in use with the patient. There was a patient involvement, but no harm or adverse event was reported.

Manufacturer narrative:
B3: date of event is various. First day of month was used. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.